Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons are not responding on the customer's insulin pump, which kept buzzing. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose was not known. Nothing further was reported.